Manufacturer narrative:
H.6. : treating neurologist indicated that the event may have been related to a possible reaction to the implanted device.

Event description:
Further follow-up revealed that both the edema and infection had resolved.

Event description:
Reporter indicated that pt was seen in two different hospital emergency rooms due to swelling at the generator site. The physician at the second facility suspected either a hematoma or possibly a deep infection. The patient reported that stimulation was initiated 11 days post implant and that the swelling at the generator site was noted the following day. The patient reportedly has iga deficiency and lupus and indicated that she took all of the prescribed antibiotics but had been off of them for about 3 days when the swelling began. The on-call surgeon had reportedly prescribed augmentin after the swelling was noted. The patient reported that emergency room physicians attempted to drain the generator site, but that hardly anything came out besides blood. The patient plans to follow-up with implanting surgeon.